Event description:
It was reported that patient underwent a hip plating procedure for fracture reduction on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2015 due to fracture non-union. The surgeon stated that the initial fixation of the implant was unsatisfactory. Surgeon noted that the original lag screw was not locked with set screw, but the ar screw was locked with an impinging end cap. Because of this, the lag screw was dynamic whereas the ar was static. The surgeon felt the non-union was due to incorrect use of the initial implant. The nail was removed and competitor components were implanted to address the fracture.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.